Event description:
It was later reported that the dehiscence wound was at the generator site. The cause of dehiscence wound is unknown per the provider. The implant and explant date was also provided. The physician reported that no infection was seen. Patient information was also provided. The device is not available for return. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent surgery for dehiscence wound. The generator was explanted. It is unclear on what date this explant occurred. No other relevant information has been received to date.